Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a blue image and remained the same after adjusting the white balance. The issue occurred during set up. There were no reports of patient involvement.